Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient developed infection at the implant site and subsequently, the patient was treated with topical antibiotics. The device was explanted on (B)(6) 2025. Reimplantation is planned but had not taken place at the time of this report.

Manufacturer narrative:
Per the clinic, the patient was also treated with IV and oral antibiotics.